Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. The PMA number for this report listed is part of a combination of pmas considered the "1-card" and consists of p820003, p850051, p890003, p930022, p970012 and p980035. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacemaker-mediated tachycardia: manufacturer specifics and spectrum of cases. Pace pacing and clinical electrophysiology. 2015;38(12):1489-1498.

Event description:
A journal article was reviewed that contained information regarding implantable pulse generators (ipgs). Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were issues of atrial capture failure, far-field oversensing, and missing device detection episodes seen with the ipgs. The algorithm for detecting these types of episodes is programmed off and the article suggests that it be programmed on at implantation time. The status of the ipgs is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.